Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers 7 and 8 were failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 7 and 8 were failed to open. A field service engineer confirmed that the drawer 7/8 board was down and not opening when accessed; removed the back panel and verified the board lights were off and inactive, then shut down the medbank and successfully replaced the board, verified all cables were intact, powered the system back on, confirmed lights on drawer 7/8 were active, contacted medbank support to configure the new board, and completed successful testing, resolving the issue. The system functioned as intended after the field service engineer repaired the device.